Event description:
Related manufacturer reference number:2017865-2023-51737. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial and right ventricular (rv) lead exhibited noise oversensing. Insulation damage was also noted on the leads. Both leads were capped and replaced on (B)(6) 2023. There were no patient consequences.